Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs 1225714-2014-04833 and 1225714-2014-04834.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or abut (B)(6) 2011, ater the use of the product.